Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received a normoglycemic result with his meter while experiencing hypoglycemia symptoms. He went to the hospital on his own will, and within 10 minutes he obtained a low result with the hospital's meter. The customer doesn't remember the exact test results and did know know the type of treatment received at the hospital.